Event description:
The customer alleged that a tee probe was processed with an expired cidex opa. The customer reported that they used the probe on a pt. The customer stated that the pt is fine. The asp customer care advised the customer to report the incident per his facility policy and report to the facility infection control. The customer did not provide customer facility address and phone number.